Manufacturer narrative:
(B)(4) initial report additional information including x-rays, operative notes and patient age and activity level has been requested in order to progress with this investigation and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The patient required a hip reduction due to dislocation.

Manufacturer narrative:
Per -(B)(4) final report. Additional information, including operative notes, patient details and post primary and pre revision x-rays were requested in order to progress with this investigation, however, this information was not available and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the that has been provided, the root cause of the reported dislocation cannot be determined and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The patient required a hip reduction due to dislocation.